Manufacturer narrative:
Multiple attempts were made to the customer to get further information surrounding the alleged event and the injury that took place, but contact with the customer could not be made.

Event description:
It was reported that a user was injured when trying to engage the brakes. Multiple attempts were made to the customer to get further information surrounding the alleged event and the injury that took place, but contact with the customer could not be made.

Event description:
It was reported that a user was injured when trying to engage the brakes. Attempts are being made to gather additional injury and treatment details from the user facility.